Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2021-27225. It was reported that the patient presented at the emergency room with inappropriate shocks. The patient reported heavy lifting prior to receiving shocks. It was observed that the right ventricular and right atrial lead had dislodged. The right atrial lead was repositioned and the right ventricular lead was explanted and replaced. The system was functioning well. The patient was stable before, during and after the procedure

Manufacturer narrative:
Correction: section h6 : health effect - clinical code should have been "2330 - discomfort" instead of " 4582 - no clinical signs, symptoms or conditions".

Manufacturer narrative:
The reported events were lead dislodgement and inappropriate shock. A complete lead was returned in two pieces with the helix retracted clogged with blood/tissue. After cleaning blood/tissue from the helix and applying torque to the inner coil at short length, the helix could be extended and retracted. The full measured helix extension length was within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.